Event description:
The entire system was explanted due to infection. It is unknown how the infection was identified. A new system was implanted and the patient was in stable condition following the procedure.